Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and has not been provided by the customer.

Event description:
The customer reported the power supply is not charging the backup battery. The customer reported there was patient involvement with no harm to the patient.